Event description:
Dental implant failure.

Manufacturer narrative:
The doctor reported that the implant was removed due to local infection. No further patient complications were reported. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.